Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for ten (10) tests performed on two (2) patients on unknown dates. This MFR. Report addresses patient two (2) of two (2) and test ten (10) of ten (10). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on an unknown sample type. Additional testing was performed at the doctor¿s office an unspecified number of times via an unknown testing method which generated positive results. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.